Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient had a right total knee arthroplasty to address disabling degenerative arthritis. Depuy components, including depuy patella, and competitor cement x2 were used during this procedure. On (B)(6) 2019, the patient had a right revision total knee arthroplasty to address painful right knee arthroplasty with loose bone scan. During the procedure the surgeon reported tibial tray was loose at the implant/cement interface. The insert was removed to facilitate removal of the femoral component. The femoral component was noted to be loose, with no interface provided. The patella was left in-situ. Doi: (B)(6) 2018 dor: (B)(6) 2019 (right knee).